Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that surgeon impacted the strike surface of the impactor and the strike surface weld broke.

Event description:
It was reported that surgeon impacted the strike surface of the impactor and the strike surface weld broke.

Manufacturer narrative:
Evaluation summary: the reported incident was confirmed. As a manufacturing issue was suspected a ncr was issued to address the identified non-conformity.